Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a 77-year-old male patient experiencing heart transplant rejection and subsequent cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported during impella cp support that the patient experienced significant bleeding at the impella access site. As a result of the bleeding heparin was discontinued. It was also reported after being placed on impella cp support the patient experienced episodes of ventricular tachycardia due to impella being placed too deeply into the left ventricle. The impella was repositioned and the patient was placed on veno-arterial extracorporeal membrane oxygenation (va-ECMO), but due to poor right heart function the patient experienced continuous ventricular tachycardia rhythm. The impella remained implanted for continued mechanical support to unload the left ventricle.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.